Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 300+ mg/dl. Customer¿s blood glucose level at time of incident was 314 mg/dl. When the reservoir was removed, there was a huge air bubble that caused the reading to go high. The customer was treated with insulin drip and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer's mother also reported that the cannula was bent, self-test was performed and it passed with the new infusion set. The insulin pump will be returned for analysis.